Event description:
Two patients came into the infusion lab room this morning and the needle I used to draw their labs both malfunctioned. Both were gripper plus power pac ref: 21-3468-24, lot: 4027427. When pulling back to draw blood, the syringe filled with air bubbles. I tightened all the connections but air still pulled into the syringe. I tried to draw the blood from the y-site closer to the patient but still pulled back air. Both needles flushed adequately and the tubing did not leak anywhere. I removed both needles and re-accessed the ports without drawing back air. 2 different gripper plus huber needles from the same lot # 4027427 malfunctioned on 2 different patients. Rn accessed patient port and aspirated to get blood for lab draw and obtained a syringe full of air bubbles. Rn attempted multiple saline syringes (2 different types) and also attempted to aspirate from huber needle tubing y-site and still aspirated air bubbles with insufficient blood return. Able to re-access with a different gripper plus huber needle with no problems. No patient harm. Both patients were accessed twice. Packaging for one huber needle was kept by rn. Needle/ product were not kept.